Event description:
The patient's father reported the patient had alert tones two weeks prior and was told it was interference on the lead. However, there was uncertainty which lead. The patient was now hearing alert tones similar to the lead integrity alert. Father noted the patient is going to the hospital to be checked. Additional information was obtained and noted the patient underwent a lead revision procedure, as the lead was fractured. Lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.